Event description:
It was reported that a pericardial effusion was noticed at the end of the procedure. The caller reported that the physician believed that the stryker reprocessed (B)(6) bi-directional (bd) coronary sinus (cs) catheter caused the pericardial effusion. When the fellow was putting the stryker cs catheter in, the stryker cs catheter was observed on fluoro in an odd position and deflected inferiorly in an odd position. A surface echocardiogram was used at the end of the procedure to check for a pericardial effusion and pericardial effusion was noticed and confirmed on the surface echocardiogram. The caller reported that the patient had no visible symptoms. Medical intervention provided was a pericardiocentesis and that 100-150 ccs of fluid was drained. The caller reported that the last known patient status was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).